Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances from the lead being fractured. Imaging confirmed the fracture. Surgical intervention took place where in the lead was explanted and replaced to address the issue.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.